Event description:
It was reported that the insulin pump is not displaying the proper icons and customer stated that the screen is impossible to read. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with missing segments due to open heat bond of zebra connector short side on lcd. Device had cracked overlay, scratched overlay and cracked case underneath overlay.